Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected data field: d4 (UDI). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the problem could not be identified, however it is likely that the "no image" phenomenon occurred due to a faulty fit of the patient's plate. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to a faulty patient board set caused a little flash and no images. Worn out video connector latch was causing poor connection with pigtails. The main switch was old and the software version was 1.05. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had a no image problem. There were no reports of patient or user harm associated with this event.